Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evalaution once it is completed. (B)(4).

Event description:
User facility reported device was in use with patient, when a clinician experienced difficulty passing a suction catheter through the in situ tube. No adverse effects to patient reported.